Event description:
The accounts maintenance stated he was informed that the patient positioning monitor (ppm) was armed on the bed, and sometime on friday (B)(6) 2011 a patient was able to get out of bed and fell. He was then informed that the ppm was off and not activated. The accounts ICU charge nurse stated the patient had several contusions on his shoulder and also has skin torn from his forearm from his wrist to mid arm. The skin tear was extensive.

Manufacturer narrative:
The field technician was taken to the room where the incident occurred. The charge nurse stated that the bed in the room was probably not the bed that was involved in the incident because beds are moved around a lot in the facility. The technician inspected the bed in the room and found no problems with the bed. The account could not identify on which bed the incident occurred.